Event description:
It was reported that the 9600 system displayed a generator disk failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The scsi drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.